Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer observed that the monopolar curved scissor (mcs) was missing its tip cover accessory when the mcs was handed back to the scrub nurse. The procedure was completed successfully. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: according to the da vinci robotics coordinator, there were no fragments that fell into the patient. What occurred was that the surgeon stated that the monopolar curved scissor (mcs) was dull. The surgical technician opened a new mcs and used the tip cover accessory from the dull mcs on the new mcs. There was an x-ray and CT scan performed on the patient as a precaution and no fragments were found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissor (mcs) instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. Visual inspection was performed, and no damage was observed. The instrument was not returned with an mcs tip cover accessory. An in-house mcs tip cover accessory was installed on the instrument. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The mcs tip cover accessory remained installed on the instrument throughout the duration of testing. The instrument was fully functional. No product issue was found.